Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. Additional information was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon encountered ¿dense intraabdominal adhesions of small bowel to the hernia and small bowel associated with the hernia.¿ the surgeon also noted ¿adherent prosthetic mesh to the small bowel and there was noted to be significant injury to the small bowel serosa.¿ it was reported that the surgeon performed a small bowel resection and excised the mesh. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/13/2020.

Manufacturer narrative:
Date sent to the FDA: 12/23/2020. Additional narrative: it was reported that the patient experienced obstruction, bowel perforation, and abdominal pain following the surgery.

Manufacturer narrative:
Date sent to the FDA: 2/24/2021.